Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal power distributor (upd) was analyzed and found upon visual inspection, no issues were found that would be related to the reported failure. In system logs, the error 319 node is not present at startup, in armnet4 universal surgical manipulator (usm) and error 31221 with node on upd with p1 128 (upb j41 48v for psm4), confirming the fault occurred in the field. The upd was installed and tested onto a golden printed circuit assembly (pca) system where the component functioned as expected. The system started up without any error, with good image. The audio is loud and clear. Emergency power off (epo) functionality test, passed. All the gantry motors were moved the full range of motion, test deploy for draping function without any issue. Voltage and current monitoring are within range. The system ran 20x power cycles with this board, al passed. The upd remained on the test system for hours in normal operation with no issue. Isi received the da vinci product to perform failure analysis the proximal set up joint (suj) was analyzed and found in system logs, error 319 was found indicating node not present at startup on the usm, suj distal and proximal in question thus confirming that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it functioned within specification. The unit was also installed on a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors. The complaint regarding error 319 was confirmed by failure analysis. The probable root cause can be attributed to the axes controller setup (acu) printed circuit assembly (pca).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal set up joint (suj) and the universal power distributor (upd) to correct the reported error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that a non-recoverable fault 319 occurred on arm4. Before contacting tse, the user had already restarted the system twice without improvement. The tse checked the logs and confirmed the error. The tse then requested a restart using the emergency power off (epo) method, but this did not resolve the issue. Subsequently, the tse advised restarting the system while holding the boom rotation button to induce a recoverable fault, which would disable the affected arm. However, the system started with the same error, and the user was unable to disable the affected arm. As a result, the surgeon decided to convert the procedure to a traditional laparoscopic approach. A procedure delay was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the procedure conversion did not result in the addition of extra ports. The patient tolerated the change and there was no patient injury.